Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address tibial loosening. Loosening occurred at the cement/implant interface. Cement manufacturer is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
(B)(6) 2013: the patient underwent a right total knee arthroplasty. Attune implants were utilized with unknown manufacturer cement. Patella was resurfaced. No intraoperative complications were noted. (B)(6) 2016: the patient underwent a revision of the right knee for suspected loosening. Intraoperatively, surgeon noted the tibial tray loose at implant-cement interface. The femoral components were found well fixed. Surgeon notes osteolysis around edges of patella and clinically determines enough bone stock is present to revise patella. All components (patellar, femoral, tibial, insert) were replaced with depuy revision tc3 knee system with unknown manufacturer cement. No intraoperative complications were noted. Doi: (B)(6) 2013. Dor: (B)(6) 2016.

Manufacturer narrative:
Patient code: no code available (3191) used to capture the no information available depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.